Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from an us health care professional and concerns a patient. The patient was injected with radiesse(+). After the radiesse(+) injection, the patient experienced a vascular occlusion. The outcome of the event was unknown.